Event description:
I was implanted with essure in 2011. The first year was fine but over the next five years, I started to experience a lot of problems I did not know was related. I had crippling migraines and muscle spasms on my left side of my head. I had fainting spells and extreme brain fog and trouble speaking. Also back pain is constant, periods are extremely heavy, horribly painful ovulation on the left side, depression, anxiety, pmdd symptoms. Extreme fatigue, painful intercourse, tooth pain and gum disease, scleritis, and weight gain. Dr said my body is fighting inflammation like it has lupus. I have had labs and went to pt. All tests for lymes and lupus came back negative. Pcp and gyn advised it is from essure. Having a hysterectomy on tuesday to remove it and regain my life back.